Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt was not getting pain coverage where he needed it. He was reprogrammed several times to no avail. The lead was replaced with a different kind of lead on (B)(6) 2010. The pt reported having good stimulation where needed post-implant. The explanted lead was returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.